Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose (B)(6) 2017, with blood glucose of 38mg/dl at the time of the incident. The customer was at 306 m/dl at the time of the call. The customer was given intravenous fluids and a (B)(6) to treat. The customer wearing the insulin pump during the incident. Troubleshooting was completed. Customer went low due to going without eating for a while per their health care professional. After reviewing the carelink report, it was established that the pump was working as designed, and that it was alerting the customer when he was low and suspended the pump, but the customer was not checking their blood glucose levels and treating for the lows. The insulin pump will be returned for analysis